Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that the knife blade jammed, locking up the jaws of the device. It is unk if the device was applied to tissue at the time, and if so, how the device was removed from the tissue.

Event description:
Additional information: upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade is protruding from the jaws of the device.